Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead (extraction indication unk), from a right sided approach. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction (the ra lead was not prepped). The ra lead was successfully removed with manual traction only. Then, using a spectranetics 16f glidelight laser sheath, the rv lead was removed. The pocket was closed, and the procedure had completed. However, the patient¿s blood pressure dropped and transesophageal echocardiogram (tee) detected a large effusion. Rescue efforts began immediately, including sternotomy. A superior vena cava (svc) perforation was discovered and repaired. The patient survived the procedure; however, over a week post-op, the patient passed away. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient date of birth/age unk. A3b): patient gender unk. A4): patient weight unk. B7): other relevant history unk. D4): serial number unk. H3): the glidelight was not returned, thus no returned product investigation was performed. H6): great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.